Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was revealed that the pulse generator was in backup vvi (bvvi) mode. The cause of bvvi is due to electromagnetic interference (emi) from an electromagnetic machine the patient purchased. The device was reprogrammed. The patient was asymptomatic and stable.